Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. The anatomy was slightly tortuous. During the onyx injection, it was reported that there was approximately 2cm of reflux and the catheter became entrapped in the onyx cast. As the echelon catheter was pulled out from the onyx cast, some resistance was experienced and a piece of onyx was stuck on the catheter as it became free. Once the catheter was pulled back to the envoy catheter, the piece of onyx detached from the catheter and traveled distally. The procedure was concluded. The physician was observing the patient and there was no negative impact; therefore, no further action will be taken. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2014-00020.

Manufacturer narrative:
There is a warning in the onyx les IFU (instructions for use) that states: do not allow more than 1 cm of onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long term effects of an entrapped catheter that is left in a patient is unknown, but could potentially include clot formation, infection or catheter migration. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).